Event description:
The patient underwent angioplasty to treat a 70% stenosed lesion in the left middle cerebral artery m1 segment. The microcatheter was used to gain access to the lesion and then the microcatheter was removed and replaced with a balloon catheter (subject device). The angioplasty was completed without issue and the procedure was concluded. A CT scan taken after the procedure revealed light bleeding. The physician counteracted the heparin that had been administered during the procedure and lowered the patient's blood pressure to stop the bleeding. The patient was reported to be in a stable condition. The physician was uncertain as to the cause of the hemorrhage.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent angioplasty to treat a 70% stenosed lesion in the left middle cerebral artery m1 segment. The microcatheter was used to gain access to the lesion and then the microcatheter was removed and replaced with a balloon catheter (subject device). The angioplasty was completed without issue and the procedure was concluded. A CT scan taken after the procedure revealed light bleeding. The physician counteracted the heparin that had been administered during the procedure and lowered the patient's blood pressure to stop the bleeding. The patient was reported to be in a stable condition. The physician was uncertain as to the cause of the hemorrhage.